Manufacturer narrative:
Patient information not available for reporting. It was noticed to be damaged after the surgery. Additional product code: hrx.. (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a ria drive shaft broke. The item was noticed to be damaged after the surgery, it did not have any consequences for the patient. There was no patient harm, no pieces were left int he patient, there was no delay and the surgery was successfully completed. This complaint involves 1 part. This report is 1 of 1 for (B)(4).